Manufacturer narrative:
Code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
Patient medical history includes but is not limited to: arteriosclerosis obliterans, femoral-popliteal bypass. (B)(4): according to the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis and the gore® excluder® iliac branch endoprostheses, adverse events that may occur include, but are not limited to: endoprosthesis: occlusion, occlusion of device or native vessel. (B)(4): a review of the manufacturing records for the device(s) is being conducted.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an abdominal aortic aneurysm and a left common iliac artery aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system and gore® excluder® iliac branch endoprostheses. On (B)(6) 2020, the patient complained of pain in the right leg and computed tomography determined a thrombotic occlusion of the right leg and the left internal iliac artery. On (liia). The patient underwent reintervention and a fogarty catheter was used to remove the thrombus and a gore® viabahn® vbx balloon expandable endoprosthesis and a bare metal stent were implanted on the right side. The procedure was completed as confirming improvement of blood flow. The patient¿s liia was reported to have quite a narrow superior gluteal artery and in very poor condition. The physician believes a stenosis at the origin of the right external iliac artery may have contributed to the occlusion of the right leg. Additionally, the patient¿s history of aso coupled with an occlusion of the superficial femoral artery may have led to the poor outflow.